Manufacturer narrative:
The manufacturer previously reported an issue with a ventilator's ac power supply. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a ventilator's ac power supply was not working. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the device was not returned to the manufacturer for evaluation. The device has since been returned to the manufacturer for the allegation the ac power supply was not working. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's ac power supply needed to be replaced to address the issue. The customer rejected the repair estimate and the device was returned unrepaired to the customer.